Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a clearlink buretrol set in which there was a black particulate matter in the set at the bottom of the drip chamber. This reported condition was discovered during an infusion of an unknown medication on a neonate (B)(6) twenty minutes after the infusion began . There was no patient injury or medical intervention reported; however they will continue to monitor the baby to make sure the baby is in good status. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. The unit received was biohazard contaminated, connected to a normosol solution bag and to an unknown set. During visual inspection, a particle was observed inside the burette. The reported condition was confirmed. The root cause of this condition was unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A follow-up report will be submitted if any additional information concerning this condition is available.